Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced hypoglycemia with a blood glucose value of 35 mg/dl at the time of the event. The customer reported hypoglycemia treated with carb intake. The event involved products mmt-332a, mmt-7040ma, mmt-1884, mmt-242a. Troubleshooting was partially performed and later customer declined. The customer had been using the insulin pump system within 48 hours of reported low blood glucose event. It was unknown whether the customer was using the auto mode/smartguard feature at the time of the event. No further patient complications were reported. It was unknown whether the customer will continue using the reservoir, sensor and infusion ser. No product return is required for mmt-332a, mmt-7040ma and mmt-242a. The customer will discontinue the use of the insulin pump. Mmt-1884 was requested and customer response was the device will be returned.

Manufacturer narrative:
Unit passed self-test, rewind, seating, basic occlusion test, occlusion test, force sensor test, displacement test and displacement accuracy test. Unit was successfully downloaded using thump. No unexpected alarms/alert/anomalies noted during testing. Unable to verify low bg's. Confirmed 558250 (55.825 u) units of normal bolus was delivered on (B)(6) 2025. Pump was cut open to perform visual inspection and found no evidence of physical or moisture damage on the pcba 1, pcba 2, force sensor and motor home switch. P-cap was attached and locked into place properly. The following were noted during visual inspection: pillowing keypad overlay, stained keypad overlay, cracked keypad overlay, scratched case and cracked case-corner of belt clip rails. No unexpected alarms/alert/anomalies noted during testing, unable to verify low bg's. No device problem found was confirmed. Cosmetic damages were noted during visual inspection. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.